Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2021 during which the surgeon noted the mesh had eroded into the bladder wall. It was reported that the patient underwent revision surgery on (B)(6) 2021 during which the surgeon noted a large portion of mesh and tissue had to be excised. It was reported that the patient experienced occasional pain, urgency, frequency and intermittent bleeding. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2021. (B)(4) submitted for adverse event which occurred on (B)(6) 2021.

Manufacturer narrative:
Date sent to the FDA: 4/13/2023. Additional information: a1, a2, b7. Additional b5 narrative: it was reported that the patient experienced recurrent urinary tract infections. Date sent to the FDA: 4/13/2023. Corrected information: a2 (dob).